Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire that occurred on (B)(6) 2015. Patient's mother claimed that upon removal of the sensor pod, she was unable to locate the sensor wire. On (B)(6) 2015, while on a routine check-up with the patient's endocrinologist, the dr. Performed an ultrasound on the patient to check for the missing sensor wire. Patient's mother stated that the dr. Cleared the patient after the ultrasound and did not believe the wire was in the patient's body. At the time of contact, the patient's mother did not report any injury or further medical intervention.

Manufacturer narrative:
(B)(4).